Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the single occurrence device faults were due to a software problem. The technical evaluation was unable to reproduce the reported failure. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages (sf 101 and 218) indicating an outlet pressure issue occurred. There was no patient injury reported as a result of this incident.